Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of ongoing issue with elecsys estradiol iii assay (estradiol) and elecsys progesterone iii results on their cobas e 411 immunoassay analyzer that has been ongoing since (B)(6). A specific date was not provided, but the customer mentioned the issue has occurred three or four times. Th customer stated the initial results would not match the patient's clinical pictures, but upon retesting the values would be accurate. The customer provided the estradiol result for 1 patient sample that was measured on (B)(6) 2018. The initial estradiol result was <5.00 pg/ml. The repeat estradiol result was 292.5 pg/ml. It was unknown if the erroneous result was released outside of the laboratory. The customer stated that sometimes testing would be repeated for confirmation purposes or some testing would be repeated by requests from the physicians. There was no allegation of an adverse event. Immediately following the erroneous estradiol result provided the customer performed a successful calibration. Qc results were acceptable. The investigation is currently ongoing.

Manufacturer narrative:
The field service engineer determined a small hole in the sample tube is the cause of this event. The tubing was replaced and the position of the sample probe was also adjusted.